Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services plugged the blade into a test monitor and powered the device on; observed no video signal and the leds did not function.

Event description:
The customer reported that during a patient procedure, using a ranger gvl 4 with a 2' cable, the led light was not powering on and an image was not displayed. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.